Event description:
It was reported that a user newly started on the pump experienced a low blood glucose, with the lowest cgm reading of 53 mg/dl on an fsl3+ sensor, treated with oral carbohydrate (seven twizzlers), after which glucose trended upward to 71 mg/dl and rising; the cause of the low was unclear. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.